Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and voltage was calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.